Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damaged. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer stated that scratches on the screen display and it affects the ability to read. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will not be returned for analysis.